Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range system shock impedance measurements. This device system remains in service. No adverse patient effects were reported.